Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had high lead impedance. The patient averages around one seizure per month, but this month they have already had eight seizures. Patient had a chest x-ray done, and it was interpreted as normal per medical professional. The patient's neurologist believed that there was disruption or breakage of the leads, and referred patient for a lead revision. There was no reported trauma or manipulation to the area. It was later reported that during the patient's lead revision surgery, the surgeon removed the lead pin and repositioned it. This resolved the high impedance and low output current. No products were replaced, and the patient was closed. X-rays have not been reviewed by manufacturer to date. No other relevant information has been received to date.